Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab observed on 10/23/2020 that the device was returned in the condition reported as the hemostatic valve was found separated from the sheath. The hemostatic valve issue remains assessed as an MDR reportable issue. The device evaluation was completed on 10/24/2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was also reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not working as an excessive amount of blood was back filling through the valve onto the table. The sheath was replaced, and the issue resolved. The hemostatic valve did not break into two or more separate pieces and the hemostatic valve did not detach from the sheath. No medical/surgical intervention was required to stop the bleeding. It is unknown if air entered to the patient¿s body. The patient¿s hemodynamics was not compromised due to the issue experienced. The device was visually inspected, and the hemostatic valve was found separated from the device. Also, it was found with several kinks on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The bent condition on the shaft could be related with the handling of the product during shipping. For the hemostatic valve issue, the odp (optimal device performance guide) provides additional instructions of how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was also reported the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was not working as an excessive amount of blood was back filling through the valve onto the table. The sheath was replaced, and the issue resolved. The hemostatic valve did not break into two, or more separate pieces, and the hemostatic valve did not detach from the sheath. No medical/surgical intervention was required to stop the bleeding. It is unknown if air entered to the patient¿s body. The patient¿s hemodynamics was not compromised due to the issue experienced. Since there is no indication that the bleeding led to hemodynamics disruption, or required intervention, this event was assessed as not a serious adverse event, and assessed as a MDR reportable hemostatic valve separation issue.